Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced an unknown error message on the continous glucose monitor (cgm). No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event of an unknown error message was confirmed by the finding of a signal loss via data. A root cause could not be determined.